Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported speaker not functioning properly. Customer technical support attempted to troubleshoot however, the customer declined. No additional product or event information is available.